Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touch screen was shattered and unresponsive. Reportedly, the pump was no longer functional. The cusotmer's blood glucose level was 419 mg/dl. The customer confirmed that an alternate method of insulin delivery available.